Manufacturer narrative:
The patient sample was received for investigation. No interfering factors to any reagent components were identified. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys tsh assay results for 1 patient sample on a cobas e 801 module compared to an abbott alinity analyzer. On (B)(6) 2023, the tsh result was 5.35 uiu/ml. On (B)(6) 2023, the sample was repeated on an abbott alinity analyzer and the tsh result was 3.8891 miu/ml. The reference ranges for both assays were requested but not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The calibration and qc recovery data provided was acceptable. The alarm trace showed many abnormal aspiration alarms. The investigation is ongoing.